Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: mohammad, m.m. Et al. (2012), short-term results for the management of distal tibial fractures by minimally invasive locked plating, egypt orthopedic journal, vol.49(4), pages 314-319 (qatar) doi: 10.4103/1110-1148.154091. The aim of this study was to assess short-term results of treating distal tibial pilon fractures with the mipo technique using locked compression distal tibial plates including clinical and radiological results, fracture union, the infection rate, and other complications. Between may 2009 and november 2011, a total of 26 patients were treated with an unknown synthes precontoured locking compression plate¿distal tibial plate (lcp¿dtp). Patients were evaluated clinically, functionally, and radiologically (plain anteroposterior and lateral radiographs) at 2, 4, 6, 9, and 12 months from surgery, and then yearly. The follow-up duration ranged between 12 and 19 years (average 15 months). The following complications were reported as follows: 3 patients showed delayed union. These 3 patients had sustained high-energy trauma. 2 cases were managed by autogenous iliac crest bone graft to achieve union, which was eventually achieved at 11 and 12 months postoperatively, whereas the third patient refused to undergo additional surgery and received bone marrow injection at the fracture site, which was performed twice, with union achieved eventually at 14 months. 7 patients' range of motion of the ankle was reduced more than 20 degrees compared with the contralateral side. 19 patients did not. 12 of the 26 patients had a limp, but none of them used walking aids. 17 patients had not returned to their preinjury sporting or leisure activities. 7 patients had angular deformities, all less than 7 degrees. 3 of these cases had valgus deformity, whereas 4 cases showed varus. Deformity. No patient had a leg-length discrepancy greater than 1.5 cm. 8 patients' plate was palpable in the subcutaneous tissues at the last follow-up but this did not interfere with daily activities and did not necessitate plate removal. 4 patients developed late infection around proximal or distal screws 3¿6 months postoperatively, which did not respond to local wound care and antibiotics, and these cases necessitated plate and screw removal together with an antibiotic course, and eventually, these wounds healed. 3 of these 4 cases had preliminary external fixation before definitive fixation. 6 patients suffered from minor wound dehiscence or superficial cellulites within the first 2 months postoperatively and were managed by local wound care, wound debridement, and oral or parenteral antibiotics, and these problems were finally resolved. 1 patient suffered from screw breakage at 16 weeks, wherein the screws broke between the bone and the plate before complete union was achieved due to early full weight bearing, but callus formation was evident on radiographs; the case was managed by implant removal, opening the fracture site, and fixation by broad dynamic compression plate (dcp), and the fracture united at 42 weeks. This is report 2 of 2 for (B)(4). This report is for an unknown synthes locking screw.